Event description:
It was reported that the handpiece began overheating during a wisdom teeth extraction procedure. There was no reported pt or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but the reported condition of the device overheating during usage could not be confirmed. Based on the investigation details, a possible cause for the reported overheating was problems with a malfunctioning motor and tight spindle housing, which have been replaced along with the nose cone and other components as part of preventive maintenance. Service did a clean, lube, and adjust to the drill, and it was returned to the customer.